Manufacturer narrative:
A return goods authorization (rga) number was issued to the distributor for the return of the alleged faulty pt circuit for evaluation. As of the date of this report, the alleged faulty pt circuit has not been received.

Event description:
The following description of the event was copied from a mda adverse incident report received from the medicines and healthcare products regulatory agency (mhra). "CPAP circuit checked prior to use. Baby commenced on CPAP at 0930, 2007. At 1500 hrs, pressure lost on CPAP driver. Rigid plastic connector on pressure line broken, piece stuck in the machine preventing re-attachment, pressure line found on floor. Staff recognized the problem immediately and were able to manually ventilate baby with no adverse effects."